Event description:
A us distributor contacted zoll to report that a patient was experiencing severe pain on his left side, feeling that the garment was too tight. There was no alleged device malfunction contributing to the irritation. Patient went to ER due to the pain. Follow up indicated that the patient was remeasured by field support services and confirmed to be in the correct size garment and patient reported that he was feeling more comfortable.